Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother, (B)(6) called to report a hospitalization due to high blood glucose. Customer's blood glucose reading at the time of the event was ove 400 mg/dl. Customer was vomiting. Customer was diagnosed with diabetic ketoacidosis. Treated with insulin drip. Nothing further reported.